Manufacturer narrative:
(B)(4). Additional information: based on received information, perceived symptoms were due to observed active electrode partial migration, as confirmed by diagnostic imaging. A revision surgery to re-insert the active electrode into the cochlea was carried out successfully, with in situ testing showing normal results. The device remains implanted.

Event description:
Patient's speech scores with the device had decreased when compared to testing done in (B)(6) 2015. The patient complained of perceiving vibration sensations in the presence of loud noises in everyday life and non-auditory stimulation with channels 7 to 12. In situ device testing showed channel 9 with high impedance. A CT scan is being considered. As per additional information received, CT scan showed at least 3 electrodes being out of the cochlea. On (B)(6) 2016, the electrode array was repositioned and a full insertion obtained. Fibrous tissue around the proximal electrodes and at the cochleostomy was found and removed. In situ testing results were within normal limits. The device remains implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's speech scores with the device had decreased when compared to testing done in (B)(6) 2015. The patient complained of perceiving vibration sensations in the presence of loud noises in everyday life and non-auditory stimulation with channels 7 to 12. In situ device testing showed channel 9 with high impedance. A CT scan is being considered.